Manufacturer narrative:
H3 - device evaluated by manufacturer: the jetstream was returned for investigation. There was physical damages on the console rear panel, both mounting holes on the rear panel were cracked. The damages did not affect the functionality of the console. The jetstream was functionally tested and passed. The jetstream was left on for an hour and the functional test was repeated. There was no issue observed. The aspiration function performed normally with a normal fluid volume in the waist bag. The catheter primed normally for both tests. The reported, 'no aspiration' was not replicated.

Event description:
It was reported that there was a failure to aspirate. A 2.1mm jetstream xc catheter and a jetstream console were selected for use in a lower extremity atherectomy procedure to treat peripheral vascular disease. The catheter was opened and primed as usual. The catheter was introduced into the artery for atherectomy. Upon activation, it was noted that there were no aspiration contents. The catheter was removed and re-primed. A second attempt was made, but the device still did not aspirate. Another device was used to complete the procedure. No patient complications were reported. It was noted that aspiration difficulties and taking too long to prime have been ongoing issues with this console.

Event description:
It was reported that there was a failure to aspirate. A 2.1mm jetstream xc catheter and a jetstream console were selected for use in a lower extremity atherectomy procedure to treat peripheral vascular disease. The catheter was opened and primed as usual. The catheter was introduced into the artery for atherectomy. Upon activation, it was noted that there were no aspiration contents. The catheter was removed and re-primed. A second attempt was made, but the device still did not aspirate. Another device was used to complete the procedure. No patient complications were reported. It was noted that aspiration difficulties and taking too long to prime have been ongoing issues with this console.